Manufacturer narrative:
Follow-up #1; date of submission: 09/18/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: inspection revealed that the display screen was functional: the reported blank display issue was not duplicated. The display screen visual was observed to be dim and discolored due to an unidentified display failure. Unrelated to the reported issue, the battery compartment was observed to be cracked at the case seal. A battery cap was not returned with the pump; a test battery cap was used during the analysis.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen visual was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.